Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a loss of therapy. Patient indicated they delayed going to the bathroom. They would either catheter or spent way longer sitting in the bathroom than they did during the trial. They experienced pain going down hip to hamstring area. They also had tenderness on the right side of the implantable neurostimulator (ins) incision. Patient also reported they were not feeling well, they sweat and thought they were catching whatever going around. They did not think it related to the ins but not sure. They increased stim from 2 to 2.2 or 2.3 v on the day of this call. Patient indicated they were on different settings during the trial, they think 3.2 v. Patient noted ridding the car for about 3 hours a day prior to this call and that was when they noticed the tenderness. There were no further complications that have been reported as a result of this event.